Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A visual inspection was performed on the device in the as received condition. The device was returned in 3 parts as the needle and sheath were completely detached from the handle. The needle has multiple bends in various areas and the sheath has multiple kinks at the distal end portion. The customer reported that their na-u403sx-4019 19 gauge needle failed. It came apart when pulling it out of the scope biopsy channel. The stated that they had a hard time visualizing the end of the sheath and they though they had pushed it out further than normal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the single use aspiration needle came apart when it was pulled out of the scope biopsy channel during a therapeutic endobronchial ultrasound bronchoscopy, main airway for lymph node tissue sample procedure. After sticking the needle out to sample the lymph node, the tech pulling the needle out of the scope noticed it broke free from the sheath, which was left sticking out roughly 10 cm outside the biopsy port. This allowed the user to grab the sheath and pull out separately from the scope. The needle was discarded and replaced with a smaller gauge needle, adding 5 minutes to the case. Although there was a lower tissue sample yield due to the smaller needle used, there was no impact to the patient¿s condition and no medical intervention outside the scope of the procedure was required. The 5-minute delay is also very minimal and poses no additional risk to the patient. There is no evidence that a life-threatening event occurred, that the malfunction caused or contributed to a permanent impairment in the patient, or that additional medical or surgical intervention was required to preclude permanent impairment.